Event description:
It was reported that the cbcii blood conservation kit w/1/8 inch round pvc drain was allegedly not dropping blood into the blood bag. There was patient involvement, but no adverse consequences were associated with the device. Customer states the patient was reinfused with their own blood after nurses "milked" the blood through the tubing. It was reported that no blood was discarded and no additional blood was needed.

Manufacturer narrative:
The device is not available for evaluation and no additional quality investigation can be performed. (B)(4): the device is not available for evaluation and no additional quality investigation can be performed.